Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Labels are undamaged. The entire device is slightly worn. Downstream occlusion (dso) gasket has an air bubble. No problems were found in the event history log (ehl). Performed functional check. Visually inspected the pump. Delivery test executed: tests failed. Customer stated problem confirmed. The pumps flow rate is over 7% too high. The root cause was unknown. As a result, the expulsor will be trimmed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the delivery rate was too high, measuring 32.49 ml. There was unknown patient involvement and unknown patient harm/adverse event reported.